Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator displayed a shock equipment malfunction and pacer equipment malfunction. The device was unable to pass the operational check as it would lock up at the charge button test. There was no patient involvement.